Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-feb-2022, UDI#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of baclofen at 50 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient had been experiencing a spinal headache since their implant on (B)(6) 2020. A CT scan showed a buildup of fluid at the spinal surgical site. The patient was taken back to the operating room and the spinal incision was opened up. The surgeon observed spinal fluid leaking around the catheter where it entered the spine a purse string was added to where the csf leak was observed. The issue was considered resolved at the time of the report.